Event description:
It was reported that the patient was admitted due to hallucination and trouble of consciousness. The patient had not shown up for months and presented to the emergency room with an international normalized ratio (inr) of 11. A brain computed tomography (CT) scan was performed and confirmed the massive hemorrhagic stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a hemorrhagic stroke. The patient was re-admitted for further investigation and management. The patient then passed away.